Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced after displaying noise and high pace impedance measurements. No additional adverse patient effects were reported. The lead is not expected to be returned as it was disposed of at the hospital.

Manufacturer narrative:
.

Event description:
Additional information reported by the field representative indicated that capture was also lost with this lv lead. No asystole was observed. No additional adverse patient effects were reported.